Event description:
Reporter called on behalf of her mother and indicated she experienced the er1 message about two months ago. Reporter said she and her mother simply retested. Blood glucose result was about 320 mg/dl.